Manufacturer narrative:
Date of this event: (B)(6) 2018. Date of this report: 17sep2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. The pse suggested the power supply be replaced. The customer reported that the power supply was replaced and the issue was resolved. The ventilator was returned to service.

Event description:
The customer reported unit will not run on alternating current (ac). It runs on battery power only. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.